Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided to confirm the alleged issue. A device inspection was not possible since the affected device was not returned for investigation. A review of the pre and post-op x-rays with a formal medical expert opinion stated: ¿the device was appropriately used for the intended clinical indication and was positioned correctly. Cutibacterium acnes a skin bacterium commonly found in the shoulder region, is frequently associated with periprosthetic joint infections in shoulder arthroplasty.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related factor. If any further information is provided the complaint report will be updated.

Event description:
As reported: "phs study subject: (B)(4). Deep infection requiring a medical intervention (opened debridement and irrigation). Infection c. Acnes re-operation without implant extraction. Date of reoperation : (B)(6) 2025".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "phs study subject: (B)(6). Deep infection requiring a medical intervention (opened debridement and irrigation). Infection c. Acnes. Re-operation without implant extraction. Date of reoperation: (B)(6) 2025."